Manufacturer narrative:
Tracking number: (B)(4). Date sent: (B)(6) 2016. Information was not provided by the contact. The analysis results found that a har9f device was returned inside its original primary package. Upon visual inspection, a foreign matter was noted to be inside and it was confirmed to be black particles generated during the manufacturing process. During the transportation and manipulation of the device, the particles fall off into the sterile barrier. Lot history records were reviewed and all product met all in-process and finished goods specifications upon release of the product.

Event description:
It was reported that prior to an unknown procedure something inside of the sterile packaging that resembled a piece of fuzz was observed. It is unknown how the procedure was completed. There was no patient consequence reported.